Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for impaired wound healing. The physician¿s examination identified infection at the implant site of evoke closed loop stimulator (cls) and evoke cap12 percutaneous lead kit - 60cm. A procedure was performed to remove the non-healing tissue, and the incision sites were re-sutured, and antibiotics were administered to resolve the reported event.